Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe at gate valve was returned for evaluation. Two non-edwards three-way stopcocks were attached at the proximal injectate hub and the p.a. Distal hub, respectively. No visible damage or abnormality to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing was performed on the distal and proximal ventricular circuits and the distal, central and proximal atrial circuits. There were no open, intermittent, or short conditions observed. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. Balloon inflation testing was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. Customer report of pacing issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the catheter was unable to pace the right ventricle on the fourth day of use. Inquired of patient demographics. Unable to be obtained. Further details could not be obtained. There were no patient complications reported.